Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A complaint was received regarding attune rp tib base sz 6 cem stating: patient had an attune tkr put in on the (B)(6) 2021. Patient reported ongoing pain post operatively. All available x-rays were reviewed and it cannot be confirm the complaint regarding this device. In the attachments are 3 pictures, picture 1 was the primary surgery, picture 2 was a follow up ordered by the patient and picture 3 a pre-revision x ray image, with this images the complaint can¿t be confirmed regarding the attune rp tib base sz 6 cem device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had an attune tkr put in on the (B)(6) 2021. Patient reported ongoing pain post operatively and was reviewed once by her gp and was referred back to (B)(6) last month. Upon further investigation, it was observed that there was medial collapse of her distal femoral condyle. (B)(6) suspects she developed avn on that side of her femur which caused the collapse of the bone and subsequent implant failure. Patient underwent a revision tkr today and was revised to an attune revision implant. Palacos cement was used in the first operation and again in the revision today. Doi: (B)(6) 2021. Dor: (B)(6) 2021, unknown side.